Event description:
(B)(4) clinical study. Same case as MDR ID# 2134265-2013-03144. Same case as MDR ID# 2134265-2013-03145. It was reported that post a stenting treatment procedure, restenosis and myocardial infarction occurred. (B)(6) 2003 - a 3.0 x 12mm taxus express2 stent was implanted in the mid right coronary artery (rca). (B)(6) 2012 - the patient presented with stable angina. The physician treated two vessels during the procedure. The first vessel was a restenotic lesion of a previously placed unknown bare metal stent, located in the 1st rpl with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Which was treated with pre-dilatation and placement of a 2.25 mm x 16 mm ion stent. Following post-dilatation the residual stenosis was 0%. The second target lesion was also a restenotic lesion of a previously placed 3.0 x 12 mm taxus express stent located in the mid rca. The lesion was 80% stenosis, 28 mm long with a reference vessel diameter of 3.0 mm which was treated with placement of a 3.00 mm x 32 mm ion stent. Following post-dilatation, residual stenosis was 0%. The next day, post procedure/prior to discharge, the patient was noted to have had an elevation in cardiac enzymes and a myocardial infarction occurred. The event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).